Event description:
It was reported that a patient presented remotely via merlin.net. A review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) was operating in backup mode with high voltage therapy disabled due to hardware reset. Programming changes were performed, and the ICD was restored. The patient¿s condition was not known.